Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was treated on an unknown date with radial head implants upon a routine follow up appointment found that the stem of the implant appears loose. This was discovered via x-ray at a follow up appointment. There are no complaints from the patient at the moment. This complaint involves one (1) device. Concomitant medical products: unknown radial head(part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.